Event description:
A center director reported a case of light sensitivity, observed in the patient's left eye two weeks post lasik. The reporter indicated the steroid drop was increased and the symptoms resolved. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event; laser was successfully verified prior to, and after the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications on the day of treatment. No technical root cause could be determined as the system was performing within specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).